Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: e1 (event site telephone).

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), e1(event site email), g3, g6, h2, h3, h6 (investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found no recurrence of the alarm message 'light sensor module malfunction'. The fse cleaned the contacts of the light sensor module and reassembled the module. Running test were performed and the fse confirmed normal operation. Proposed replacement of the light sensor module. All functional and safety test performed and passed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) had optical sensor module failure alarm message. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: e1 (initial reporter and event site name) despite good faith efforts (gfes), no information new information has been provided regarding repair. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.